Manufacturer narrative:
(B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patients pfna nail broke post-op. On (B)(6) 2021 the patient underwent pfna nail removal surgery. Removal of the nail fragment was difficult. All fragments were removed completely through the marrow channel. It was unknown if the surgery completed successfully. The patient outcome was unknown. During manufacturer's preliminary investigation of the returned devices, it was observed that the locking bolt thread is worn out. This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 38mm for im nails. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: visual inspection: the lockscr ø5 l38 f/nails tan light green (p/n: 04.005.528, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the threads were stripped which could be due to device explanation. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage of the device. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed. 5.0 mm locking screw. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the lockscr ø5 l38 f/nails tan light green (p/n: 04.005.528, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.